Event description:
When the surgeon moved the shaver around the joint it left an oily residue on the articular cartilage; no metal was left in the joint, but they were obviously concerned that the residue could cause a problem.

Manufacturer narrative:
The used blade exhibited unusal runout of the outer blade which indicates that it was slightly bent, but still within tir requirements. The inner tip was evaluated and the tip showed evidence of slight shedding. No conclusion could be made.(B)(4)